Event description:
On 7/15/86 an ipp device was implanted. Sometime in 1991 the entire device was replaced. On 11/25/96 the ipp device was removed from the pt and another device implanted due to fluid loss. Add'l lot/ser no: 9279l 015.